Event description:
Mcl20 and mcm20 were used during a spleenectomy. The clips were crossing at the legs. At times a clip will not advance and on the next firing 2 clips shoot out into the pt and the surgeon removed the clips. The surgeon stated this has happened to him over the past 3 weeks on other cases, but he could not recall how many or dates. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.